Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that about 2 weeks ago, prior to (B)(6) 2020, when the patient got up from their chaise lounge, they felt burning and pain at the site of the ins. It was advised to follow up with their healthcare provider to address pain.